Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the PICC was placed on (B)(6) 2020. On (B)(6) 2020, the patient went to a doctor's appointment and when they tried to use the lumen it was leaking at the hub. The patient was told to go to the hospital to exchange the device. No patient injury or complication reported. There was a delay in therapy. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the PICC was placed on (B)(6) 2020. On (B)(6) 2020, the patient went to a doctor's appointment and when they tried to use the lumen it was leaking at the hub. The patient was told to go to the hospital to exchange the device. No patient injury or complication reported. There was a delay in therapy. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed a hole on the proximal extension line, which was located directly adjacent to the connection point between the luer hub and the extension line extrusion. This damaged is consistent with a manufacturing defect seen on PICC extension lines. No other defects or anomalies were observed. The total length of the catheter body measured to be 19 7/8", which is within the specification limits of 19 1/2"-20" per the catheter graphic. The proximal extension line outer diameter measured .0958", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The proximal extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. A lab inventory syringe was used to inject water through the extension lines. Water was observed leaking out of the hole in the proximal extension line. No other leaks were observed. A manual tug test confirmed the distal and proximal extension lines were fully secured within the luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the proximal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.